Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom upstream occlusion was confirmed and reproduced. The lower reading on the ultrasonic sensor was found to be out of specification. Low ultrasonic readings it would make the pump more sensitive to air in line and upstream occlusion alarms. As a result, the ultrasonic sensor assembly was replaced.

Event description:
It was found during baxter's testing that a pump was alarming for an upstream occlusion. There was no patient involvement since the error was found during testing.